Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false negative result. Positive pcr same day. Symptomatic.

Manufacturer narrative:
Section h6: type of investigation - code 11 and 4102 removed.

Event description:
User reported false negative result. Positive pcr same day. Symptomatic.